Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. The investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove, and malposition of device. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) kgs.